Event description:
The patient contacted lifescan and reported that the one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was verified that the meter was previously set in the correct units of measurement and the patient had not recently changed the units of measurement in the meter settings. The patient had gone to the doctor for assistance and the medication was increased. Based on the information provided, there is an indication that the product has malfunctioned. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient did not go into the meter settings. There is also no information to suggest that the patient experienced injury due to the product.